Event description:
The customer contact reported no flow. The primary tubing set was being used to deliver an unspecified solution via an unspecified infusion pump. The secondary tubing set was being used for piggyback delivery of an unspecified concentration of ancef and was connected to the primary tubing set. After one hour in use, the nurse returned to the pt's room and noted that the ancef had not delivered. The tubing set was replaced and the therapy was resumed. There were no reported adverse pt effects. No medical interventions were reported. Though requested, no additional info was provided.

Manufacturer narrative:
The customer indicated the device was discarded. This report represents all the info known by the reporter upon query by hospira personnel.